Event description:
Additional information received reported that the patient heard pump beeping. It was noted that the beep did not happen all the time; it only happened when the patient was in a certain position.

Event description:
It was reported that the patient's pump was pushing through his skin. The plan was to have the pump implanted deeper. An alarm was heard; telemetry not yet performed. Patient reported the sound occurred every once in a while. The pump was delivering prialt. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: (B)(6) 2012, unk accessory model# 8590-9, lot# n279088, implanted: (B)(6) 2012. (B)(4).